Event description:
A surgeon reported that the flap could not be opened at full thickness leading to cancellation of surgery in two patients. Only one eye of each patient was involved, the fellow eye was treated successfully. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This file is for the second patient.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The system history shows that the laser was verified successfully prior the date of treatment. Logfiles review shows there is no suspect entry related to the reported issue. Especially the review shows that there was no issue with energy. The review of the treatment report does not show any irregularities and the settings for the cut are within recommended standards. A root cause for the reported issue is not visible in the treatment report. At the oct review the reported issue was not confirmed. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: 2015-03964